Event description:
It was reported that one month and nine days post a stent placement in the abdominal aorta via the right femoral artery, the stent was allegedly found to be ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot# were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the catheter sample was not available for evaluation. Provided images demonstrate the fractured stent inside the z-shaped vessel which leads to confirmed result for stent fracture. Due to poor resolution a detailed description of the fracture is not possible. The stent was placed in the abdominal aorta into a z shaped vessel which was considered a significant factor. The user did not experience difficulty during stent deployment; the lesion was pre-dilated but not post-dilated. Based on the investigation of the provided information, the investigation is closed as confirmed for stent fracture. A definite root cause for the reported event could not be determined. Stent placement in the aorta represents an off-label use. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended' and 'post stent expansion with a balloon dilatation catheter is recommended' and 'the safety and effectiveness of this device for use in the arterial system have not been established'. The venovo venous stent system is indicated for the treatment of symptomatic iliofemoral venous outflow obstruction. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that one month and nine days post a stent placement via right femoral artery, the stent was allegedly found to ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2024) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : device not returned.